Manufacturer narrative:
The device was returned for further evaluation. Upon inspection, the device was found to be in good physical condition with no damage noted. Functional testing initially failed. Further investigation determined the issue was attributed to a control board. After replacement of the control board, the arm unit functioned as intended and was returned to service.

Manufacturer narrative:
Although requested, the device has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that during testing their arm automated chest compression device powered on but began beeping and flashing it's warning indicator before powering itself off. They reported that this did not occur during patient use.